Event description:
It was reported that during the set-up of a da vinci procedure, the staff reportedly identified a broken cable on the megasuture cut needle driver instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were undamaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's grip cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.